Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its distal end. The stent and the delivery system are kinked proximal to the proximal x-ray marker. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The deformation most likely occurred when pushing and pulling the device several times to cross the lesion when resistance was already felt.

Event description:
The orsiro drug-eluting stent system was selected for use. During several attempts to cross the lesion resistance was felt. Thus the orsiro stent system was removed from the patients body. Upon removal a deformation was detected.